Event description:
The report received from the (B)(4) study indicated that following treatment of a contralateral lesion, the patient experienced visual field loss, right hemineglect and right hemiparesis. The patient remained hospitalized for approximately 1 week and was discharged with permanent residuals. The event was diagnosed as intracerebral/subarachnoid hemorrhage. The adjudication minutes received notes that the multiple stroke symptoms were adjudicated as an ischemic stroke. Additional information clarifies the previously unknown hemisphere that the stroke occurred on. It is now known that the stroke occurred in the left hemisphere. Also noted was that the patient experienced hypotension "associated with sheath (shuttle, cook) control issues." Pta was initially performed on an 80% occluded lesion in the proximal right internal carotid artery of 20mm in length in a 7.0mm vessel diameter. The arch ii lesion was mildly calcified. An 8mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. An 8x30mm precise pro rx stent was successfully deployed at the site and the angioguard was removed. There were no malfunctions noted and also no dissection documented. The residual diameter stenosis measured 30%.

Manufacturer narrative:
Pta was performed 4 months later on a contralateral lesion in the ostium of the left internal carotid with 80% stenosis, 6-7mm in length in a 6.5mm vessel diameter. There was moderate calcification. An 8mm medium support angioguard embolic protection was deployed, removed and replaced with an abbott embol shield embolic protection device. The lesion was pre-dilated with a 5x30mm viatrac balloon at 8 atm. There was improvement in the flow and fracture of the lesion. Elastic recoil had occurred. An 8x30mm precise pro rx stent was deployed beyond the lesion and a second 9mmx3cm abbott xact stent was deployed overlapping the initial stent; blending this stent just proximal to the flow divider in the common carotid artery. Completion angiogram revealed brisk flow and no residual narrowing. Concomitant devices ((B)(6) 2007): 7 fr cook shuttle - sl flexor sheath, boston scientific amplatz ss .035x260, terumo angled glidewire .035x260, cordis 6 fr sim 2, cordis 6 fr dilator, mallinckrodt wholey .035x260, st jude 8 fr sheath (12cm), cook 6 fr (90cm) shuttle select flexo, cook 5 fr vtk, cordis 8x180 angioguard rx, abbott vascular emboshield 6.0, abbott via-trac 5x30, cordis 8x30 precise stent, cordis 9x40mm precise stent and st. Jude 8 fr angioseal. Concomitant medications ((B)(6) 2010): intra-procedure medication included valium IV 5 mg and heparin IV 2500 units. Please note that it was initially reported that the patient had a tia which resolved fully within 24 hours. This event did not meet the criteria of a serious injury and therefore was not reported to the FDA. Subsequent information was received on (B)(6) 2008, which indicated that the patient had permanent residuals as a result of the neurological event which was re-diagnosed as intracerebral/subarachnoid hemorrhage. Due to the permanent residuals, the adverse event met the criteria as a serious injury and was overlooked in error. Therefore, this event was not reported in a timely manner and is reported now along with the event adjudication from the clinical events committee. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient is a (B)(6) man with a medical history including cad, ptca and hypertension. On (B)(6) 2007, he underwent the index procedure with delivery of the angioguard, pre-stent balloon angioplasty and placement of one precise stent in the right proximal ica. The site reported a 30% final residual stenosis. Pre-procedure on (B)(6) 2007, the nih stroke scale score was not evaluated. The rankin score was 0. Post-procedure on (B)(6) 2007 the nih stroke scale score was not evaluated. The rankin score was 0. The patient was discharged on (B)(6) 2007 on asa and clopidogrel. On (B)(6) 2007, the 30-day office visit was completed. The nih stroke scale score was 0. The rankin score was 0. On (B)(6) 2007, he underwent a contralateral procedure with delivery of the angioguard and a non-study embolic protection device, pre-stent balloon angioplasty and placement of the precise stent and an overlapping non-study stent in the left ostial ica. During the procedure there was hypotension which resulted from considerable blood loss associated with "sheath control issues." The hypotension was treated with volume expanders. The patient remained neurologically stable. The site reported a 40% final residual stenosis. Pre-procedure on (B)(6) 2007, the nih stroke scale score was 0. The rankin score was 0. Post-procedure on (B)(6) 2007 in the early morning hours, the nih stroke scale score was 8: the patient could answer one question correctly; there was a partial right lateral gaze palsy and a partial right hemianopsia; there was both a right arm and right leg drift as well as right limb ataxia; there was mild-to moderate aphasia; and there was right-sided neglect. The rankin score was 3-4. On (B)(6) 2007, a carotid ultrasound was performed which revealed a patent left ica stent. A head CT without contrast was also performed. The results revealed no evidence of an acute intracranial abnormality. On (B)(6) 2007, a neurology consult was performed. The clinical impression was that the patient had experienced a global left cerebral hemispheric ischemic event. It was noted that the patient has improved clinically from the prior day. The patient was later suspected to have clopidogrel resistance after a second assay remained sub-therapeutic despite additional medication. He was subsequently switched to ticlopidine. On (B)(6) 2007, a repeat head CT without contrast was performed. The results revealed a subtle area of change in the area of decreased attenuation involving the deep white matter. The left parietal lobe just adjacent to the posterior horn of the left lateral ventricle was suspect for an area of edema from an infarct. There were no findings to suggest hemorrhage. On (B)(6) 2007, the neurological examination revealed the following: the patient was alert and oriented with episodes of mild confusion. His speech had improved: there was some residual expressive and receptive aphasia. The right arm weakness was mild and the right hand grasp was "almost equal." He ambulated with a walker. The patient was discharged on (B)(6) 2007 with partial recovery and with minor residual neurological deficits. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.